Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl at an unknown concentration and dosage via an implantable pump for spinal pain. On 2017-jan-31, it was reported that the patient¿s pump was alarming. The patient stated that they did not get their pump filled and then, beginning on (B)(6) 2017, their pump began alarming. On (B)(6) 2017, the patient began not feeling well. The patient reported that they were so sick that they ¿[didn¿t] know anything¿ and went to the ER 2x for treatment for their symptoms. The patient also reported that their personal therapy manager (ptm) programmer was showing codes. On (B)(6) 2017, the code 8254 for low reservoir occurred. On (B)(6) 2017, the code 8286 for empty reservoir occurred.